Manufacturer narrative:
This report is being filed based on the reported adverse events possibly being related to the safari2 guidewire. It was reported that the device is not available to be returned for analysis; therefore, no physical or visual analysis of the product can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The reported events are listed in the directions for use as potential adverse events associated with the tavi/tavr procedure. As indicated in the device instructions for use (dfu) instructions for use section, "maintain wire position while tracking or advancing a catheter or device over the wire." Additionally, as indicated in the device instructions for use (dfu) warnings section: do not torque this guidewire. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow medwatch report will be submitted.

Event description:
Event description: on (B)(6) 2021, during the index procedure, the subject was noted with aortic annulus rupture (ae-001) that resulted in pericardial tamponade (ae002) and intracardiac hemorrhage (ae003). They were all possibly related to the safari guidewire, not definitely. The aortic annulus repture was noted post-deployment of the sapien3 valve. Positioning of the safari2 wire was challenging, however, resistance was not evident. There was no damage noted to the safari2 wire upon removal from the patient. The safari2 wire was used to complete the procedure. The safari2 wire is not expected to be returned for analysis. The patient was discharged alive and neurolically intact on (B)(6) 2021.

Manufacturer narrative:
Section b6 and b7 were updated to include additional information provided on december 21, 2021.